Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified three curved openings and yellow particles on the shell/gel. A weight test of the device verified the device was within specification. A microscopic analysis was performed which identified three striated openings and wear abrasion. Based on the device analysis the final assessment is: three striated openings in the side anterior assessed as surgical damage.

Event description:
Healthcare professional reported right side rupture, capsular contracture, baker grade iii, and "patient¿s concern with the product." Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side rupture, capsular contracture, baker grade iii, and "patient¿s concern with the product." Device has been explanted.